Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 346mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window, and missing end cap sticker.